Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported to cook that a patient's cook stent grafts had occluded. The patient had the cook grafts placed on (B)(6) 2017. He had an axillobifemoral bypass for an occluded aorta on (B)(6) 2021. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: based on lot number provided in additional information received on 04jan2024, it was determined that this event is a duplicate of events reported in mfg. Report reference numbers 1820334-2021-01999 and 1820334-2021-02000. Therefore, this complaint will be closed, and all additional information will be reported in 1820334-2021-01999 and 1820334-2021-02000. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Zenith flex with spiral-z technology aaa endovascular graft iliac leg. Rpn lot is rpn: zsle-24-39-zt, lot number 7173738 or rpn: zsle-24-56-zt, lot number 6830174. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 27dec2023 indicating the cook devices implanted during the index procedure.